Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was feeling burning pain starting about a week and a half ago, and felt the implant felt too close outside of their back starting a month and a half ago. The patient tried turning off stimulation and adjusting their settings and the symptoms persisted. The patient noticed they could feel the implant more now especially when they sat down and it seemed to move with their body. The patient also noticed that starting about 2 months ago, they started to have to use a catheter more frequently and was taking longer than normal to use the bathroom. The patient had notified their healthcare provider (hcp) of this. The patient was redirected to follow up with their hcp to discuss their symptoms. No further complications were reported/anticipated.